Event description:
It was reported that the user experienced an occlusion while asleep, which led to elevated blood glucose of 211 mg/dl and was resolved only after changing the ilet infusion set and related supplies; the device problem was characterized as an obstruction of flow associated with the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed findings consistent with a deformation problem contributing to the obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.